Event description:
The customer reported the system intermittently would not display the live images. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video camera was determined to be in need of repair. No conclusion can be drawn as further repair info is unavailable at this time.